Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the distal end. Isi followed up with the initial reporter and obtained the following additional information: the wire was broken during the procedure without any collision, and it broke while the surgeon was using the instrument. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure prior to this. No fragment fell inside the patient¿s anatomy and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument wire was broken. No fragments fell into the patient. The procedure was completed with no reported injury.